Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing zero units when caller expected 90 units, although issue was no longer active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for live troubleshooting if fill estimate issue occurred again, which caller acknowledged.